Event description:
As reported by the clinical support specialist: "received a call from biomed about an ac3 he had in the biomed department with possible blood back in the pump. When I spoke with the biomed, he stated that there had been a balloon rupture on (B)(6). The balloon had been removed in the or. He had no further information about the incident. He referred me to the clinical resource person in the unit. I spoke with a [clinician]. She was not there at the time of the incident but was able to tell me that this was a male patient. The balloon had been placed to support the patient for possible transplant. The balloon had been placed on (B)(6) 2022. The balloon ruptured early morning on (B)(6) 2023. The physician waited to later in the morning to take the patient to the or to remove the balloon and replace the balloon. The patient is in the unit and stable with the second iab. She does not think the balloon was saved for return." Further information states "this was an axillary insertion so those are placed and removed in the operating room. The patient was a transplant patient".

Manufacturer narrative:
Qn# (B)(4).